Event description:
It was reported that the patient's skin felt warm on the same side as the pacemaker when using the cordless telephone. The pacemaker remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.